Event description:
It was reported "I placed a PICC and the introducer would not stay screwed together (inner and outer piece). I struggled with it popping off when I was trying to put introducer in, and then the outer part fish mouthed because of it. I did not save the introducer." Add info rcvd 11/03/2021: placement info: right brachial vein PICC placement. Opened new introducer kit to obtain new introducer. Placement successful. Was there patient harm reported? No.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr2958 showed no other similar product complaint(s) from this lot number.